Manufacturer narrative:
All available patient information is included. Additional patient details are not available. This report is being filed on an international product, list number 8p09 that has a similar product distributed in the us, list number 4p54. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false positive alinity I hbsag and alinity I hbsag confirmatory results for a sample while running on the alinity I processing module. In 2017, the patient generated a negative hbsag result (0.02 iu/ml). The patient was tested on (B)(6) 2022 for hbsag and generated an initial result of > 250.00 iu/ml and repeat results on another device and still were above 250 iu/ml or more. The reference range for hbsag screening test is < 0.05 iu/ml is nonreactive and >/= 0.05 iu/ml is reactive. The hbsag confirmatory testing was performed and generated a reagent 2 result at 1.0 or higher and a neutralization rate of 74% (confirmed positive). The customer does not believe the positive results correlate with the patient¿s clinical history. There was no impact to patient management reported.

Manufacturer narrative:
This follow up is being submitted to include the initial coding in section h6 for component code, type of investigation, investigation findings and investigation conclusions that were not included in the initial report.

Manufacturer narrative:
The complaint investigation for confirmed positive hbsag result when using alinity I hbsag confirmatory reagent lot 33566fn00 included a search for similar complaints, and the review of complaint text, trending data, labeling, device history records, and in-house testing. Return testing was not performed as returns were not available. Information provided by the customer was reviewed and supports the complaint issue without indication for any additional issue. The lot search review did not identify an increase in complaint activity for the issue of falsely elevated results. The tracking and trending were reviewed for the list number did not identify any related trends regarding commonalities for the lot number and the complaint issue. A review of the device history record did not identify any non-conformances or deviations associated with the lot number and complaint issue. Clinical specificity testing was completed using an in house retained kit of the complaint lot 33566fn00. Testing met acceptance criteria indicating the lot is performing as expected. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency for alinity I hbsag confirmatory reagent lot 33566fn00 was identified.